Manufacturer narrative:
Concomitant medical products:cuff catalog #72401958 -serial # (B)(4) - exp.05/29/2012 - mfg. 11/2007.balloon catalog #72402106 serial # 497743010 - exp. 05/24/2012 - mfg. 04/2007pump catalog #72402287, serial # (B)(4) - exp. 01/24/2013 -mfg. 01/2008.

Event description:
It was reported that the patient had an acticon device replaced due to fluid loss. No patient complications were reported in relation to this event.